Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37702, serial# (B)(4), implanted: (B)(6)2012, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had 2 stimulators implanted for pain and they were currently turned off because they did not help. The patient was getting an electromyogram test done and they could see electrical activity. The patient wondered if it was normal to still have electrical activity even though they were turned off. The patient also wondered if removing the batteries would stop the electrical activity. It was unknown when this started to occur, what troubleshooting, actions or interventions were performed, and if the cause was determined. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.